Event description:
Revision surgery - the pt suffered from a failed hemiarthroplasty. The surgeon revised to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed hemi after 6.7 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product due to a taper dimension nonconformance. The part was returned to the vendor and not used in the lot. A review of the product complaint report history shows this is the 23rd complaint for this part number: seven due to stability/poor joint, five due to trauma, three for pain, two for a failed hemi, two due to dislocation, one due to wear, one for device loosening, and one for malposition. This is the first complaint for this lot number. The root cause for the failed hemi was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.